Event description:
The ceiling monitor system for this x-ray system suddenly fell due to its mounting bracket bolts being sheared off. One of the attending technicians tried to stop its fall by grabbing onto it. This technician suffered bruising on the shoulder and upper arm.